Manufacturer narrative:
(B)(6). This report is for one (1) unknown 3.5 cortex screw. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2016 due to a rash all over her body. A distal fibula plate, four (4) 2.7 locking screws, one (1) 3.5 locking screw, one (1) 3.5 cortex screw, and two (2) 4.0 cannulated screws were implanted on an unknown date due to a broken ankle. On an unknown date after implantation, the patient experienced a body rash. All hardware was successfully removed intact with no surgical delay. The patient outcome was unknown. The surgeon believes the rash was due to an autoimmune reaction and not the hardware. This report is for one (1) unknown 3.5 cortex screw. This is report 4 of 5 for (B)(4).